Manufacturer narrative:
On an unreported date at the end of (B)(6) 2016, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. Treatment for the event and patient¿s outcome were not reported. The action taken with dianeal therapies was not reported. No additional information is available.

Manufacturer narrative:
On an unreported date in the same month as the onset, the patient began treatment with levofloxacin (oral, dose and frequency not reported) for peritonitis. On an unknown date in the same month, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.